Event description:
In addition, during device evaluation was found gap in the distal end.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "distal end has foreign material" occurred due to user returned the device to olympus without completing reprocessing and for the phenomenon of "gap at distal end" occurred due to user applied irregular stress to distal end during user handling the event can be detected/prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the adhesive between the server plug-in and the distal end of the duodenovideoscope had a black foreign material. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.